Event description:
It was reported by the nurse in her letter that it is observed and stated by the surgeon during a surgery that he had problems with the distal locking because of the target device. The drilling failed. Another device was available, so he could complete the surgery.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.